Event description:
Pt experienced hyperglycemia and detected ketones in her urine. Add'l infusions of insulin from her infusion pump did not lower her blood sugar. Her blood sugar continued to increase requiring her hospitalization. She noticed that the area of the pump that held the insulin cartridge had been wet for a few days.